Manufacturer narrative:
Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 17-mar-2021, UDI#: (B)(4), implanted: (B)(6) 2017, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient experienced painful/uncomfortable stimulation every time they turned the stimulation on. The issue started about a week after implant ((B)(6) 2017) and there were no falls or trauma reported that could be related to the issue. The issue was not related to positional movement and did not resolved when the stimulation was decreased. The patient was offered assistance for programming options and/or turning the stimulation down, but declined as they stated ¿she has tried it all¿. Turning the stimulation off did resolve the painful stimulation. The patient also reported that they had a sudden shocking feeling at the ins and lead sites. They stated that, even with the stimulation off, they received a strong current any time they walked through security gates as ¿all stores¿. This issue started about a week after implant ((B)(6)2017). The patient stated that they felt like a marionette doll being dropped to the ground. She will fall onto her back or knee etc. Anytime she walks into a store¿. They mentioned that they knew someone else with the same device and they could walk through security gates without any issues. No falls or trauma were reported that could be related to the issue and it was not related to positional movement. Additionally, the patient reported that they had a ¿bubble of water¿ (potential seroma) near the ins site. This issues started on (B)(6) 2017. The patient was redirected to their healthcare professional (hcp) to follow-up for all of the reported issues. There were no further complications reported or anticipated.